Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the catheter valve was leaking and blood leakage was observed. The procedure was completed with the catheter successfully. No patient complications have been reported as a result of this event.